Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged 3 months post implant. The physician elected to explant this lead, and implanted an epicardial lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.